Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor. No blank display noted during testing. Unable to perform rewind and basic occlusion, occlusion, prime test, the excessive no delivery, displacement and a unexpected restart error alarm or test for motor error alarm due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer stated insulin pump also had an unexpected restart error alarm. The blood glucose at the time of the incident was 167 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.